Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powers to "verify" screen in accordance with normal operation with the exception of a dim discolored display. Black box shows no occurrences of a power on reset or reboot condition. The battery compartment crack observed in thread area. Battery compartment threads damaged. No evidence of moisture contamination in battery compartment or underside of battery cap. The battery cap is unable to tighten due to damaged cap treads and battery compartment crack. A power loss was not observed. The pump was exercised with a test cap for (B)(4) hours. No power loss or battery related warnings were observed. Removed pump case. No evidence of moisture contamination or loose components found inside pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.